Event description:
The facility biomedical technician reported an infusion pump that reportedly delivered two doses more than it was programmed to. The situation occurred while the pump was experiencing malfunctions 9 and 1. The facility's representative reported that there was no patient injury caused by the situation and that no intervention was required. The patient was receiving "cefavalone" via the pump programmed in the intermittent mode. The patient should have received doses very 8 hours. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event. No additional contact information was provided.